Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that during bolus delivery, the entire bolus would not deliver. There were no alarms or alerts. Reportedly, when bolus was incomplete, customer would initiate the remainder of the bolus. There was no impact to customer's blood glucose level.